Event description:
Reportedly, the line became detached. No patient injury was reported.

Event description:
A customer contacted baxter's technical service center to report that the program was changed by the home choice device. The home patient (hp) stated that his hc displayed drain 3 of 10 and he was only supposed to have 5 cycles. The technical service representative (tsr) asked the hp if he had been trying to bypass anything and he said no. The tsr explained that either he had been bypassing or that he had accidentally reset the programming, so he should start over with new supplies. The tsr assisted with ending therapy and the hp setup with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: one pressure tubing with IV catheter attached to tubing male connector was received. The rest of the pressure monitoring kit was not returned. The tubing was completely detached from the male connector and there was indication of bonding solvent at the small part of the tubing bond area. The o.d. Of the tubing was measured near the point of detachment and was found to be within specifications. It appeared that inadequate bonding solvent did not sufficiently secure the bond joint. The amount of solvent applied to the tubing has an impact on the failure mode of the product. This process is controlled by a solvent applicator, guide post and operator interaction. When too little solvent in applied the tubing can become detached from the port. In order to ensure an appropriate adhesive application, a new solvent dispenser was implemented along with method improvements such as solvent usage and handling and cleaning frequency of containers and dispensers.